Event description:
Discordant thcg (total human chorionic gonadotropin) results were obtained on a centaur cp instrument on (B)(6) 2013. Two additional patient samples were tested on (B)(6) 2013 discordant thcg results were obtained on the centaur cp instrument. It is unknown if the results were reported to the physician. There was no report of adverse health consequences or known patient intervention due to the discordant thcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant thcg results was due to malfunction of the luminometer. The fse cleaned the luminometer and performed precision and qc. The instrument is performing within specifications. No further evaluation of the device is required.